Event description:
When the articulating endoscopic linear cutter was fired, the surgeon could not get the stapler to open and release the tissue for specimen. The surgeon had to cut around the stapler to free it from the patient. There was no harm to the patient.